Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the aortopulmonary collateral using a pod packing coil (pod pc), a lantern delivery microcatheter (lantern), and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the pod pc through the lantern and into the target vessel, the pod pc unintentionally detached with part of the pod pc still inside the lantern. The physician then pulled the lantern and part of the embolization coil broke inside the lantern. Next, the physician removed the lantern containing the broken part of the pod pc then used a snare device to successfully remove the other part of the pod pc from the patient. The procedure was completed using additional pod pcs, ruby coils, and a new lantern. It should be noted that there was no alleged malfunction and or deficiency against the first lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly; however, an embolization coil fracture was not confirmed. Evaluation revealed that the coil was intact, and the proximal constraint sphere was present on the proximal end of the embolization coil. The pusher assembly was not returned for evaluation. Based on the returned condition, the root cause of the embolization coil detachment could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of embolization coil detachment.

Event description:
The patient was undergoing a coil embolization procedure in the aortopulmonary collateral using a pod packing coil (pod pc), a lantern delivery microcatheter (lantern), and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the pod pc through the lantern and into the target vessel, the pod pc unintentionally detached with part of the pod pc still inside the lantern. The physician then pulled the lantern and part of the embolization coil broke inside the lantern. Next, the physician removed the lantern containing the broken part of the pod pc then used a snare device to successfully remove the other part of the pod pc from the patient. Next, the physician attempted to advance a new coil through a new lantern; however, the coil would not advance. Therefore, the coil was removed. The procedure was completed using additional pod pcs, ruby coils, and the second lantern. It should be noted that there was no alleged malfunction and or deficiency against the first lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 8/10/2022: 1. Section b. Box 5. Describe event or problem.